Event description:
It was reported that during a laparoscopic total gastrectomy procedure, an error sound was heard soon after. When the blade was wiped, it broke off outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. During a follow-up call from a registered nurse (rn), regarding abdominal discomfort, it was reported that the home patient (hp) had experienced peritonitis. The rn confirmed that the hp was admitted to the hospital on (B)(6) 2008, with abdominal discomfort/strain, and was diagnosed with peritonitis. The rn stated that she has no lab data, due to hospitalization, but stated that the hp was given a final dose of antibiotics on (B)(6) 2008 (ancef, 1gm/day ip) and was released from the hospital. When asked about a possible root cause, the rn stated that she suspects the patient contaminated their transfer set during disconnection. Rn stated she suspects the hp has aseptic technique issues, and has a "home health aid".

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.